Event description:
The insurance company states the consumer was sleeping when he allegedly awoke to the alarm of the concentrator and saw flames coming from the unit. No injury is alleged.

Manufacturer narrative:
Manufacturer received information from an insurance carrier that the consumer allegedly woke up at 4:00 am and observed flames coming from an invacare concentrator. History of similar events suggests an external source. Serial number of alleged device indicates that the concentrator has been in use for over 9 years. The device service and maintenance history is unknown. No details of event were provided. Potential of user smoking cannot be ruled out at this time. Malfunction not confirmed. MDR filed as a conservative measure.

Manufacturer narrative:
Manufacturer received information from an insurance carrier that the consumer allegedly woke at 4:00 am and observed flames coming from an invacare concentrator. History of similar events suggests an external source. Serial number of alleged device indicates that the concentrator has been in use for over 9 years. The device service and maintenance history is unknown. No details of event were provided. Potential of user smoking cannot be ruled out at this time. Malfunction not confirmed. MDR filed as a conservative measure. (B)(6) 2011 - (B)(6) - this MDR follow-up was submitted by invacare - (B)(4) on behalf of invacare - (B)(4). The device was returned for evaluation - RMA 859281414 - an evaluation was performed by invacare - (B)(4) and concluded the source of the fire was external to the device. This conclusion was based on the manner in which the control panel was melted and general visual damage to the device.

Manufacturer narrative:
Manufacturer received information from an insurance carrier that the consumer allegedly woke at 4:00 am and observed flames coming from an invacare concentrator. History of similar events suggests an external source. Serial number of alleged device indicates that the concentrator has been in use for over 9 years. The device service and maintenance history is unknown. No details of event were provided. Potential of user smoking cannot be ruled out at this time. Malfunction not confirmed. MDR filed as a conservative measure. (B)(6) 2011 - (B)(6) - this MDR follow-up was submitted by invacare - (B)(4) on behalf of invacare - (B)(4). The device was returned for evaluation - (B)(4) - an evaluation was performed by invacare - (B)(4) and concluded the source of the fire was external to the device. This conclusion was based on the manner in which the control panel was melted and general visual damage to the device. (B)(6) 2012 - (B)(6) - the MDR follow-up is to direct this issue to the correct location - invacare (B)(4) operations

Event description:
The insurance company states the consumer was sleeping when he allegedly awoke to the alarm of the concentrator and saw flames coming from the unit. No injury is alleged.

Event description:
The insurance company states, the consumer was sleeping when he allegedly awoke to the alarm of the concentrator and saw flames coming from the unit. No injury is alleged.